Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.140¿ x 0.296¿ was not returned with the instrument. The complaint regarding grip issue was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument would not grip appropriately. The procedure was completed as planned with no reported injury.